Event description:
It was reported that the unit shuts down after a few seconds. Consumer had it one day and unit has only 7 hrs on it. No allegation of a serious injury, no additional information provided.